Event description:
It was reported that during a routine follow up of an asymptomatic patient, the pulse generator exhibited a diagnostics anomaly. The device was re-interrogated successfully. The patient would be monitored.